Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the device triggered thee elective replacement indicator normally, but the device then triggered end of service prematurely. The device was explanted and the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.